Manufacturer narrative:
Journal article: de baère et. Al. (2015). Radiofrequency ablation is a valid treatment option for lung metastases: experience in 566 patients with 1037 metastases. Annals of oncology, 26, pp. 987-991. Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that during radiofrequency ablation (rfa) procedures, pneumothoraces occurred in 67% of the procedures. No treatment was needed in 28% of pneumothorax cases, simple aspiration during the rfa procedure in 14% and chest tube in 58%. Two hemothoraces related to intercostal artery puncture were treated with embolization during the same procedure. Four minor skin burns occurred.